Event description:
Attorney reported: in 2002 - the pt is implanted with a second composix kugel mesh patch. In 2004 - the pt underwent a CT scan due to abdominal pain which revealed a midline abdominal hernia containing small bowel. Twelve days later - the pt underwent removal of the previously placed composix kugel mesh. (Based on the info provided, davol is assuming this mesh to be the mesh implanted on original date). In 2006 - the pt is implanted with his third composix kugel mesh. (Product catalog number 0010202). The pt is reported to have experienced continued abdominal pain.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available. Info related to the mesh implanted in 2006 will be provided under summary reporting rae.